Event description:
It was initially reported by a surgeon that high impedance was found in the or. The surgeon indicated the electrode in the part proximal was partially loose; however repositioning the electrode still showed high lead impedance. Additional information was received from the area representative indicating that on office visit on (B)(6), 2012 system diagnostics showed high impedance; output status = limit. Patient was sent to revision on (B)(6). Anchor tether was partially out of the nerve. After reconnecting, for a short moment, system diagnostic showed ok, but right after again showed high impedance. The generator was programmed to 0 ma. X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator was in a normal orientation in the left chest. Based on image quality, the full insertion of the connector pin inside the connector could not be assessed. The generator feed through wires appeared to be intact. The electrodes seemed to be aligned properly. The presence of lead behind the generator could not be assessed due to poor image quality. No gross lead discontinuities or sharp angles could be visualized. Additional information was received from the area representative indicating the patient underwent lead replacement surgery. The explanted lead was returned to the manufacturer and currently undergoing analysis.

Event description:
Analysis was completed on the returned portion of the lead. Analysis of the returned lead indicated a break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to pitting and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Other than the above mentioned observations, and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.